Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 20 august 2019, it was reported that the arm on a mesher would not come off . The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 4 september 2019 found that the ratchet was stuck on the end of the roller and would not come off the device. None of the pretests could be performed with the device as the comb was also found to be bent. Repair of the mesher occurred the same day and involved replacing the comb, roller, ratchet gear, and spring pin. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the ratchet was stuck on the roller of the device, it cannot be determined from the information provided as to what caused the ratchet to get stuck. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device arm would not come off and was stuck on the mesher. During the investigation, it was discovered that the comb was bent. The event occurred during testing and there was no harm reported. No adverse events were reported as a result of this malfunction.